Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate, patient developed an infection 2 months after a programmable valve with a bactiseal catheter was implanted.

Manufacturer narrative:
Complaint samples were not returned to codman and no lot number information has been provided; therefore, an evaluation of the devices could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.